Manufacturer narrative:
Insulin pump received with minor scratches on the lcd window and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments or partial display and perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 100.8 mg/dl at the time of the incident. The customer reported that the screen of the insulin pump was flashing white and giving off an alarm signal but she could not access menu. The customer stated that the insulin pump had been bumped. The insulin pump will not returned for analysis and replacement will be sent to the customer.